Event description:
It was reported that a follow up was going to take place due to possible sense b node noise pattern issue involving this device. A follow up took place and a possible connection issue was suspected. Patient maneuvers in the three sensing vectors showed oversensing in the primary and alternate sensing vectors with right and left side twisting movements. Noise was also seen in the primary sensing vector. The device was reprogrammed to the secondary sensing vector. A request for device data review was needed. Technical services (ts) reviewed the device data and provided device reprogramming options. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a follow up was going to take place due to possible sense b node noise pattern issue involving this device. A follow up took place and a possible connection issue was suspected. Patient maneuvers in the three sensing vectors showed oversensing in the primary and alternate sensing vectors with right and left side twisting movements. Noise was also seen in the primary sensing vector. The device was reprogrammed to the secondary sensing vector. A request for device data review was needed. Technical services (ts) reviewed the device data and provided device reprogramming options. Additional information noted that the patient experienced a non-treated episode due to t-wave oversensing. The episode appeared to be related to the smart pass being recently deactivated, thus a follow up was planned to be performed to re-activate the smart pass algorithm. It was noted that the alternate and primary sensing vectors were not an option for programming due to noise/oversensing previously reported. A request for technical review was needed and a follow up was planned. No adverse patient effects were reported. This device remains implanted.